Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4. Expiration date: not available at time of report. Section e1. Initial reporter phone: (B)(6). Section h4. Device manufacture date: not available at time of report. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during the procedure, an enterprise2 4mmx23mm intracranial stent (encr402312, 8219239) became impeded in y connector and could not advance any more. The physician rotated the angle of the device and tried to deliver the stent again, but it was released in y connector. The stent body was separated prematurely from the delivery wire. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury report.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during the procedure, an enterprise2 4mmx23mm intracranial stent ((B)(6)) became impeded in y connector and could not advance any more. The physician rotated the angle of the device and tried to deliver the stent again, but it was released in y connector. The stent body was separated prematurely from the delivery wire. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury report. Additional information received on 14-dec-2023 indicated that there was no evidence of physical material within the device. The microcatheter did not kinked or bend. The microcatheter used was a prowler select plus ( (B)(6)). After the resistance, the physician removed the stent and switched a new stent to complete the surgery with the same microcatheter. There were no procedural delays due to the event. Three (3) pictures were attached to the complaint file. The first photo shows the stent component separated from the delivery system and outside the introducer with some water drops, possibly from flush; the tip of the delivery wire is noted to have a bend. In the second photo, the delivery wire is seen advanced out from the introducer, exposing the retraction bump, there are no additional damages observed. The third photo is just the device's outer box. A non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that as seen in the provided pictures the stent was already detached from the unit. The delivery wire and the introducer were in good condition (i.e., no kinks, bents, or elongations). The bend condition seen in the provided picture was not found in the received device; it is possible that due to the angle or blurriness of the picture, it has been captured as such. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The distance between the delivery wire tip and the reference marker was measured, and the outer diameter (od) from the retraction bump, they were confirmed to be within specifications. The customer complaint regarding a stent being prematurely released in y connector was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded in the y connector cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8219239. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). Updated sections on this medwatch: a4, b4, b5, d4, g3, g6, h2, h4, h6 and h10. Section b5: additional information received on 14-dec-2023 indicated that there was no evidence of physical material within the device. The microcatheter did not kinked or bend. The microcatheter used was a prowler select plus (606s255x, (B)(6)). After the resistance, the physician removed the stent and switched a new stent to complete the surgery with the same microcatheter. There were no procedural delays due to the event. Three (3) pictures were to the complaint file. The first photo shows the stent component separated from the delivery system and outside the introducer with some water drops, possibly from flush; the tip of the delivery wire is noted to have a bend. In the second photo, the delivery wire is seen advanced out from the introducer, exposing the retraction bump, there are no additional damages observed. The third photo is just the device's outer box. The device history records review relative to the manufacturing, inspecting and packaging of the lot 8219239 indicates this product was final inspection and was determined to be acceptable. The issue reported that the stent became impeded in the y connector cannot be evaluated based on the photos, it is possible that the damage observed on the delivery wire was secondary to the difficulty experienced while trying to advance the delivery wire into the y connector. The issue reported that the stent was released was confirmed based on the photos, however, the delivery wire was noted to be advanced past the retraction bump, which caused the stent to be released. Further evaluation will be conducted once the physical device is returned to the laboratory. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. No CAPA activity is required based on the evidence available. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post marked surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.